Manufacturer narrative:
The following devices were also listed in this report: cat# 186132-48; device description: ace linr-e-poly neut-32/48 implant; lot# 191531-01 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon performed a full implant extraction and I&d of a right hip due to infection. Surgeon implanted an exeter cup and stem as an antibiotic spacer. Revision, infection.